Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a syringe empty alarm. There was no delay of therapy, no patient involvement and no patient harm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked top case, plunger case, and bottom case. A 'syringe empty - stop' alarm was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the out of specification position was the root cause. The damaged carriage was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.